Manufacturer narrative:
This report is filed on june 03, 2019. (B)(4).

Manufacturer narrative:
This report is submitted on september, 07, 2017.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, resulting in the decision to explant the device on (B)(6) 2017 and the patient was reimplanted with a new device during the same surgery.